Event description:
On (B)(6), premature ventricular contraction (pvc) occurred frequently. X-ray revealed the ra lead was dislodged. The ra lead was repositioned. On (B)(6), ra lead was found dislodged again. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that the bending was due to applied forces during the surgery procedure. Further damages such as cuts into the insulation (20cm distal to the is-1 connector pin) and a damaged suture sleeve most likely occurred during the explant procedure. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.